Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter, (B)(4),

Event description:
It was reported that at the time of implant, there was fluid around the pump and the physician took some fluid out and it was clear. The reporter noted being told by the physician that it was not infected. The reporter also stated the fluid was gone and they could see where the pump was. The drug being delivered via the pump was morphine. It was later reported per the patient that the morphine dose was 5.496 mg/day at 40 mg/ml.